Event description:
It was reported that during a training/demo of the da vinci system, the disposable mcs tip cover of the monopolar curved scissors instrument would not attach; a piece broke off during the attempts. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the tip accessory would go on but did not screw. Once installed it would fall off. There was no patient involvement as it was during a training session.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.27mm x 2.29mm in size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.